Event description:
The explanted device was returned on (B)(6) 2013. Visual examination noted tool marks on the pulse generator case. The marks are most likely associated with manipulation of the device during the explant procedure as the markings are consistent with devices typically used in a surgical procedure (forceps, etc.). No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The septum was not cored. Product analysis of the generator found that the device performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations no anomalies were identified in the returned lead portion. Lead fracture was not verified in the returned portion of the lead. No additional information has been provided.

Manufacturer narrative:
Device failure is suspected, but was not verified in product analysis. It was noted that a portion of the device was not returned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
On (B)(4) 2013, information was received from the reporter that the patient had a measurement of high lead impedance observed on that date high impedance was observed on a lead test. X-rays were scheduled for the patient and the generator was disabled. The x-rays will be provided to the manufacturer for analysis; however, they have not yet been received. A review of the patient programming history database was performed and had found data available from (B)(6) 2006 (date of implant) through (B)(6) 2009. System and normal mode diagnostics were available, with the last diagnostics having been performed on (B)(6) 2009, showing that the device was functioning performing with no issues. Dcdc codes of 1 & 2 were observed throughout the diagnostic data. A battery life calculation showed that the generator is not near end of service. Clinic notes dated (B)(6) 2013 were also received on (B)(4) 2013 indicating that the patient¿s seizures had begun to worsen. It was stated that the patient had many seizures in the past week and that his medication has not made a difference in his seizures. The patient is falling with a lot of his seizures and seizures vary from staring spells to generalized tonic seizures, to head turning to the left. They seem to be somewhat worse when he has them. The seizures are described as a blank stare, loss of consciousness, falling, left arm clonus, left leg clonus. Per the notes, the symptoms are caused by no known event and are worsening. To be somewhat worse and increased in intensity when he had them when compared to previous seizures. Follow-up determined that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high lead impedance. The physician was unable to state whether the device was functioning and could not clearly establish a relationship of vns to the increase in seizure intensity. No causal or contributory programming changes, medical changes, or other external factors preceded the onset of the increase in seizure intensity. It was stated that the relationship of the patient¿s increased seizure frequency was back to pre-vns baseline levels. Additional follow-up determined that the patient¿s lead and generator were replaced in surgery (B)(6) 2013. The reason for replacement of the lead was due to high lead impedance and the generator was replaced prophylactically. The return of the explanted lead and generator are expected for return for a manufacturer¿s product analysis; however, neither device has been returned yet. Attempts for additional information have been made; however, they have been unsuccessful. No additional information has been provided.